Event description:
It was reported that a tandem mobi cartridge alarm occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. The customer was able to reset the pump, reload the cartridge, and resume insulin therapy, resolving the issue.